Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 100 mg/dl. Reportedly, the customer reverted to an alternate method of insulin delivery.